Event description:
Pt experienced post-op condition with swelling and pain after the surgery with calaxo screw in 2007. MRI was done and the screw was taken out in 2008. Surgeon says the acl is stable, and the pt has since been released from the dr's care and she has been able to ski.

Manufacturer narrative:
Prod recall initiated on august 21, 2007.